Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
A customer contacted baxter's technical service center reporting an alarm on the homechoice (hc) during prime. After troubleshooting the home patient (hp) stated that she wanted to start over with new supplies as she did not use aseptic technique. The technical service representative (tsr) had the hp check the drain line and the hp stated the drain line is fine. The tsr had the hp pull up and down on the lines that come out of the door, move the heater clamp down the line, bend the frangible, flip the heater bag over, and press go. The hp stated she did not use the aseptic technique and she would like to start over now. The tsr had the hp close the clamps and cycle the power. The hc went to press go to start. The tsr asked if the hp is connected and the hp stated no. The tsr assisted with getting the set out. And explained the hp could start over with new supplies. There was patient involvement but no patient injury or medical intervention reported.